Manufacturer narrative:
The info provided confirmed the device involved in this complaint to be a zebd-7-4 device. The lot number was not provided, therefore it was not possible to check if any of the affected lot remained in stock. The device involved in this complaint was not returned to cook for eval. However, images were provided which confirm the customer's complaint. With the info provided a document based investigation was carried out. The initial info provided indicated the following: "on (B)(6) 2013: est was performed and the device was implanted before procedure of cholecystectomy (whether laparoscopically or with open abdominal surgery is unk). The cholecystectomy was completed successfully. On (B)(6) 2013: when the stent removal was attempted before discharging the pt, it was noticed that the stent was migrated down toward the duodenum and the proximal pigtail tip perforated an inferior part of the bile duct (very close to or almost papilla). Then, the stent was removed carefully. There have been no adverse effects to the pt reported." Images were provided showing: 12 and 121 - initial stent placement; 8 - stent right after initial placement; 131 - stent perforation; 1, 2 and 3 - proximal pigtail tip perforated inferior part of the bile duct; 5, 6 and 7 - the stent was removed carefully. The following info and comments were provided by the cir endoscopy product mgr following a review of the images associated with this complaint: "perforation is noted as a potential complication of plastic biliary stenting in the IFU. Perforation was noted during a scheduled stent removal procedure and not as a result of pt symptoms. It was noted that the pt was scheduled for cholecystectomy procedure to removal the gall bladder after the stent was placed which may have been attributed to the stent migration downward. The stent was successfully removed with no adverse event for the pt." As the device involved in this complaint was not returned, it is not possible to conclusively determine a root cause of this complaint. However, as per the comments provided by the cir endoscopy product mgr it is possible that the procedure performed to remove the gall bladder after the stent was initially placed could have attributed to the stent migration. The perforation was noted during a scheduled stent removal procedure and not as a result of pt symptoms. As per instructions for use, ifu19259/0410, potential complications associated with ercp include but are not limited to "...perforation...". Potential complications associated with biliary stent placement include, but are not limited to "trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration". As the lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the relevant mfg records. Prior to distribution, all biliary stent devices are subjected to visual inspection and functional checks to ensure device integrity. The biliary stent is intended for one time use. This device is used to drain obstructed biliary ducts. The 2 yr complaint history has been reviewed and this complaint represents an isolated occurrence for this "rpn." Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2013: est was performed and the device was implanted before procedure of cholecystectomy (whether laparoscopically or with open abdominal surgery is unk). The cholecystectomy was completed successfully. On (B)(6) 2013: when the stent removal was attempted before discharging the pt, it was noticed that the stent was migrated down toward the duodenum and the proximal pigtail tip perforated an inferior part of the bile duct (very close to or almost papilla). Then, the stent was removed carefully. There have been no adverse effects to the pt reported.